Event description:
The facility reported that in 2003 at 12:10pm, a pt had a blood sugar of 113mg/dl. The tpn solution contained 12.5% dextrose, infusing at an unknown rate. At 6:30pm that evening, a new tpn containing 10% dextrose was started at an unknown infusion rate. The facility reports the tpn's did not contain insulin. At 7:30pm, the blood sugar was reported to be 98mg/dl. The following day at 8:45am, the pt blood sugar was reported to be 15mg/dl on a finger stick. Blood was drawn at 8:45am and the blood sugar was 21 mg/dl. The pt received a stat bolus of 2ml of 10% dextrose IV and sodium bicarbonate 1.2meq IV over 1 hour. The pt received 2 additional boluses of 2 ml 10% dexrose. The neonate was started on a tpn containing 20% dextrose at 4ml/hour. The risk manager for the facility reported serum insulin and cortisol levels were obtained from a blood draw sometime after the 8:45am blood draw. Insulin was 27 (normal range 1-27) and cortisol was within the normal range at 21.4. A facility lab determined that an aliquot of the tpn containing 10% dextrose actually had a dextrose concentration of 5%, but the sampling technique has been questioned. Seven other pt tpn's were compounded that day with no other reports of low blood sugars. The pt was sent to another facility for repair of patent ductus arterious in 2003 with no apparent sequelae related to the low blood sugar. Tpn bags were discarded, so no analysis can be done. The compounder has been sequestered by the facility and has not been released for eval.